Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown) the device failed to capture the patient's heart rhythm. The user switched the electrodes, as well as the multi-function cable being used during the event. However, the device failed to capture the patient's heart rhythm. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.